Event description:
The customer reported to olympus the evis exera iii bronchovideoscope received a b30 scope communication error. The device was returning from maintenance when the failure was observed. The device had not been cleaned. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was found that the system received a b30 error code. The device evaluation found that the plug unit was corroded, which had caused the b30 error. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the plug unit was corroded by fluid which invaded the device, which may have occurred as a result of the following: a) stress applied to open venting connector accidentally while the device was under water. B) foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. C) when used with the reprocessor, leak test air tube was broken/inadequately connected, or packing of the reprocessor/leak test air tube was broken. Then, moisture invaded scope connector that invaded tube when leakage was detected. D) the device which sterilization cap was attached, immersed in reprocessing liquid. E) connector cap of leakage tester was attached to wet venting connector. F) the leakage tester was attached/detached while the device was under water. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU (reprocessing manual) states the following: ¿precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ leakage testing of the endoscope: perform the leakage test: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. Although the failure was observed returning from maintenance, it occurred prior to a procedure.